Manufacturer narrative:
The account found dirt was built up on the side rail latch. The account cleaned the side rail latch to resolve the issue.

Event description:
The account alleged the side rail is not locking in the up position. No patient impact.